Event description:
It was reported that during preparation prior to use of the xience xpedition 3.0 x 28 mm stent, when the protective sheath was removed, the stent became dislodged. There was no resistance removing the protective sheath. The stent delivery system (sds) was not used for the procedure. A new same size xience xpedition was used to complete the procedure. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.